Manufacturer narrative:
D3 - postal code: corrected. H3/h6: one sample was returned in unused condition for analysis. Functional and visual tests were performed, while injection liquid was given to the sample, no leak was detected. The reported issue of leaking was not duplicated. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The cause of the reported issue was not determined as no issue was identified through testing.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a leaking at port. There was unknown patient involvement.